Event description:
Healthcare professional reported unknown side ¿contracture of the capsule with thickening of the fibrous capsule palpable on the outside on the breast skin¿, ¿the patient immediately felt discomfort, pain and a disproportion was visible between the outer skin and the size of the new capsules, so much so as to form unsightly creases¿, and ¿permanent physical and aesthetic discomfort." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown